Event description:
The following has been reported: air bubbles despite back priming. Yes - delayed treatment but no patient harm. No hazardous drug. No set available for return. A preliminary review of the logs identified the following issue: unsuccessful backprime. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.